Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect: impact code: f18: rehabilitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. On approximately (B)(6) 2025, the patient's cgm was 300 mg/dl while the cgm was ranging between 200-220 mg/dl. The patient was reportedly irritable, moody, disoriented and barely able to walk or hold anything. The patient's daughter called an ambulance and upon arrival, they checked a bg and it was 500 mg/dl while the cgm was 200 mg/dl. The patient was transported to the hospital. At the hospital, the patient's bg was 1100 mg/dl while the cgm was still 200 mg/dl. The sensor was removed in the intensive care unit (ICU). Treatment in the ICU could not be remembered. The patient was in the ICU for one week and transferred to a regular room for another week. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The wearable was inserted into the abdomen, which is an off label usage of the device.